Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the patient had noticed that the implant was not keeping her incontinence under control. The urge incontinence just got worse. Steps taken to resolve the issue included the patient's urologist performing an outpatient procedure to remove the bad electrode and to replace with a good electrode.

Manufacturer narrative:
Concomitant product: product ID 3093-28, lot # j0527175v, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
The consumer via the manufacturers¿ representative reported that she had an electrode that went bad and they were scheduling a surgery to fix the whole unit. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.